Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00275: screw 2, 3025141-2020-00276: plate.

Event description:
A cortical screw was implanted and tightened snugly by the resident. The surgeon tested to feel the purchase and the head of the screw sheared off. A locking screw was implanted distally, which caused the plate to lift off the bone 1-2 mm, due to the lack of the cortical screw head. The locking screw was loosened and its head sheared off also. This caused a 10-15 minute delay in surgery.